Manufacturer narrative:
A medtronic representative reported that the site did not move the target after they locked the trajectory. They did not unlock trajectory or change anything. They proceeded and trusted the location of the needle. The software investigation found that the reported event was unrelated to a software issue. The site used the application in an off label way and was unsuccessful. The software functioned as designed.

Manufacturer narrative:
On 10/26/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 11/13/2015, a medtronic representative, following-up at the site, reported there was no entry saved for the plan, the site has always done biopsies this way. Recommendations were made regarding proper protocol to select an entry. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial biopsy procedure, there was an alleged discrepancy in the distance to target cad model. The needle appeared to be past the target, however, the depth to target cad model displayed in the guidance view, showed the needle stopping short of the target, but the number under read "-9.2". The rn stated that the tumor was large enough that the surgeon was successfully able to get diagnostic tissue and proceed with surgery. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.